Manufacturer narrative:
Concomitant medical products: product ID: dtbb1d1 ICD, implanted: (B)(6) 2015, product ID: 5071-35 lead, implanted: (B)(6) 2013. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was oversensing noise on the right atrial (ra) lead. The atrial lead due to episodes of noise stored on the atrial egm which did inhibit atrial pacing but the patient was not symptomatic. The device was reprogrammed and the lead remains in use. It was also reported there was an impedance increase and noise on the superior vena cava (svc) coil of the right ventricular (rv) lead. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.